Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr device. The pt was perclosed post diagnostic procedure. The pt lost distal pulses in the right extremity and immediately was sent to o.r. For vascular exploration. Results showed that the femoral artery was sutured closed in an anterior to posterior manner and subsequently a goretex graft was successfully placed to restore flow. The info was not forwarded to regulatory affairs until 5/2001.